Event description:
The screw (ilrghg) retaining the bar directly to the implant fractured and a portion remains in the implant. Biomet 3i will provide screw removal tool for screw fragment removal.

Manufacturer narrative:
Product associated will not be returned; the fractured portion of the screw remains inside of the implant. Evidence of the fractured screw has been observed through provided radiographs. The screw removal kit has been provided by customer service. No lot or order number has been provided for review. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event.